Manufacturer narrative:
(Facility name): ¿(B)(6)¿. A review of the device history record has been completed. No deviations or non-conformance noted. The events of seroma-late and lymphoma-alcl-suspected are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Healthcare professional reported right side seroma, change in breast size and lymphoma-alcl-suspected. The device was explanted and replaced with a non-allergan device. Non-allergan device was also explanted, and total capsulectomy performed to investigate through biopsy. Histopathological markers are not reported, and alcl cannot be confirmed. Hence, event captured as lymphoma-alcl-suspected.